Event description:
It was reported that following a 75mcg trial bolus, the patient displayed lower extremity weakness for 3 weeks. It was noted that an MRI was done in (B)(6) 2012 and there was no epidural hemorrhage. The bolus was by injection only and occurred on (B)(6) 2012. The hcp attributed the event to be a possible hypersensitivity. The patient was hospitalized, and the outcome was reported as serious injury/illness and ongoing as of (B)(6) 2012. The medication injected was compounded baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Correction: it was reported that the trial was an injection and therefore no long-term implant components (pump or catheter) were involved in the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion codes apply.